Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the right ventricular (rv) channel which could not be reproduced, and did not result in pacing inhibition or inappropriate therapy. It was noted that all other lead measurements were stable. Reproducible noise was later noted on the shock channel with isometrics. It was questioned if this could be a device header issue. Technical services (ts) discussed troubleshooting options and continued monitoring. Additional information was provided that the device later recorded increased, fluctuating rv pacing impedances. There were also additional episodes of noise on the rv channel. The physician noted that attempts were made to recreate the noise with isometrics and pocket manipulation and they were unable to create noise or variation in the impedances. Again, the physician questioned a header issue. It was noted that the patient required very little pacing from the device. No adverse patient effects were reported. A revision procedure was later performed to revise the patient's transvenous defibrillation lead. Additional information was provided that the patient later passed away. There were no allegations against the function of the device relating to the patient death.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Additional information was provided that the device recorded high rv impedances of greater than 1,700 ohms and increased pacing thresholds with the patient's separate rv lead. The physician suspected a header or set screw issue with the device. A revision procedure was therefore performed to explant and replace this device. No adverse patient effects were reported.

Event description:
Additional information was provided that a correction was required for the status of this patient.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.